Event description:
In 2009, the pt reported she received an e4 (occlusion) error on her insulin infusion device while bolusing 4.5 units of insulin. She stated only 1.8 units delivered before the e4 occurred. To troubleshoot, the pt was instructed to disconnect from her infusion device and try to run a prime. Insulin emerged from the tubing and no error occurred. The pt was advised to change her headset and she stated, she was due to change her headset today. The pt inserted a new headset and completed her bolus without further errors. She said, she was trying to bolus because her blood glucose was elevated to 315 mg/dl with her normal range being around 115 mg/dl. The pt did not require assistance from the healthcare professional or second party to address the issue. Product was requested to be returned for evaluation